Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician leakage of balanced salt solution (bss) occurred during a cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lot complaint history and device history review (DHR) were not reviewed as no lot information was available for this complaint. The returned sample was visually inspected and no obvious defects were found. No occlusion was observed in the manifolds. The ball in the check valve of the drip chamber moved freely per specification. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).